Event description:
Out of range shock impedance measurements (less than 25 ohms) were reported during a device check the morning following device changeout. Shock impedance measurements were 86 ohms during the changeout procedure. Patient had received chest compressions after changeout. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.